Event description:
Reportedly, the device was explanted after an implant duration of 2.63 months due to endocarditis. No additional information has been provided.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. A thorough search was conducted for any event reported against any serial number listed in sterility lot# r-10h2012. As of (B)(4) 2011, there have been no other reports of a similar nature. The operative and pathology reports have been requested but have not been received. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.